Manufacturer narrative:
A complete lead was returned for analysis in two pieces with connector portion (a) measuring 13.5cm and distal portion (b) measuring 33.9cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented via remote transmission, out of range, high pacing lead impedance was noted on the right atrial lead. The right atrial lead was explanted and replaced. The patient was discharged.

Event description:
New information received states that the patient was stable before, during and after the procedure.

Event description:
Related manufacturer reference number: 2938836-2019-12334. New information received states that the device was explanted and replaced and the physician suspected a possible issue with the pacemaker header that caused the diagnostic issue.